Event description:
Left implant ruptured, discovered during surgery and left-side hearing loss.

Manufacturer narrative:
Sientra complaint #: (B)(4). Sientra was unable to perform an evaluation as the device was discarded by the customer. Sientra will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Manufacturer narrative:
Sientra complaint #: (B)(4). Patient age defaulted to "99" as no date of birth was provided by the initial reporter. At this time, the suspect device has not been returned for evaluation. Sientra will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
Patient reported rupture, side unknown and left-side hearing loss.